Event description:
It was reported that the customer experienced a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset and assisted the caller through the process, after which the error did not reoccur, and the customer successfully started a new sensor session.